Manufacturer narrative:
A ge service representative performed an on site investigation. The system interconnect cable was found to be damaged and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600emi had a damaged system interconnect cable which had been taped to cover missing insulation. There was no adverse patient involvement reported. There was no patient information reported.